Event description:
Reportedly, there is atrial oversensing on the atrial egm. The atrial lead was placed on (B)(6) 2024 and almost the same atrial oversensing is visible.

Event description:
Reportedly, there is atrial oversensing on the atrial egm. The atrial lead was placed on (B)(6) 2024 and almost the same atrial oversensing is visible.

Manufacturer narrative:
The review of provided data confirmed the reported issue: there is atrial oversensing on the marker chains and egm recorded in the provided data from on (B)(6) 2024. The atrial oversensing triggered inappropriate mode switches from ddd mode to ddi mode without compromising the resynchronisation therapy. The subject crt-d device was implanted on (B)(6) 2024 and connected to microport atrial, right ventricular and left ventricular leads. On 6 november 2024, since atrial noise was detected on the atrial lead vega r52 s/n: (B)(6) for several months and the lead was dislodged, it was explanted, discarded and replaced by the subject atrial lead vega r52 s/n: (B)(6). A complaint has been created for the atrial lead vega r52 s/n: (B)(6): c-6074. The device history records show that the subject lead had been manufactured and delivered to the field following all applicable procedures. The analysis of the data from on (B)(6) 2024 showed normal functioning of the device gali sonr crt-d s/n: (B)(6) and normal electrical measurements. The provided x-ray performed on (B)(6) shows good lead positionings: the analysis of the data from on (B)(6) 2024 showed that the atrial detection has decreased on (B)(6) 2024 from 5 to 2mv. Thirty-eight (38) episodes of mode switch (ddd mode to ddi mode) have been recorded since on (B)(6) 2024; all on (B)(6) 2024. They showed non-physiological signals, most probably external noise that corroborates with the twiddler syndrome described by the physician. The reported atrial oversensing detected via the subject atrial lead and on the subject crt-d device is most probably due to the reported twiddler syndrome. No general malfunction is suspected on the subject device and on the subject atrial lead. This case is retained and utilized for trend purposes.